Event description:
This revision was found during the investigation of (B)(4). Reason for the revision is unknown.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 320-32-40, 5993404 - expanded glenosphere, 40mm, for small reverse. 320-35-01, 6066265 - small glenoid plate. 300-01-15, 6113495 - equinoxe, humeral stem primary, press fit 15mm. 320-20-34, 6171767 - eq rev compress screw lck cap kit, 4.5 x 34mm. 320-10-00, 6203171 - equinoxe reverse tray adapter plate tray +0. 320-15-05, 6217400 - eq rev locking screw. 320-20-00, 6224120 - eq reverse torque defining screw kit. 320-20-30, 6225658 - eq rev compress screw lck cap kit, 4.5 x 30mm.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.